Event description:
It was reported that during a scheduled filter removal, a detached leg was discovered with guided fluoroscopy. The filter and detached leg were removed successfully with a snare. The pt was reported to be asymptomatic and there was no reported injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.